Event description:
During a survey, an unspecified healthcare worker responded if the flap created using the coupler when used for anastomosis of veins and arteries in micro-surgical and/or vascular reconstructive procedure survived. The respondent answered, ¿no, stenosis lesion.¿ these events likely required surgical revision intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.